Event description:
It was reported that the patient underwent a surgical procedure to revise the pump component of this inflatable penile prosthesis (ipp) as the patient experienced difficulty using it. During the procedure the physician noted scar tissue around the pump and elected to remove it and implant a new pump. There were no patient complications. The explanted component is not expected for return.